Event description:
Charite artificial discs installed which later (2006) broke out the back of vertebrae, causing damage to nerves in foot, ankle, and back. This necessitated 2 more surgeries to stabilize back. These surgeries caused further nerve stomach, back, and sexual damage. Dates of use: 2005 - 2006. Diagnosis or reason for use. Disc degeneration.